Manufacturer narrative:
The reported events were patient deceased and infection. As received, a partial lead (connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-51414. Related manufacturer reference number: 2017865-2023-51416. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was reported to be infection and valve endocarditis.